Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found evidence that the screw hit something much harder than itself and the threads carved away. The constant thickness of the burr indicates that the screw was probably screwed in with a power tool when it hit the obstacle. It is likely that the screw trajectory coincided with other hardware and that changed the trajectory of the advancing screw.

Event description:
It was reported that patient underwent an elbow procedure on (B)(6) 2015. During the surgery, when inserting a screw into a plate, it was noted that there was a small thread of titanium hanging off the screw, thought to be caused by forceful implantation. The screw was therefore removed from the patient and an alternative screw was used to complete the procedure.